Event description:
It was reported that the right ventricular lead was oversensing, had noise and unstable impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis revealed no anomalies. It was noted that there was blood/body fluid on the outer tubing overlay and the inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation had cosmetic depression. There was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.